Manufacturer narrative:
The customer¿s report of a leak was not confirmed when the female luer and smartsite were completely fastened. Inspection showed no issues on the extension set or concomitant needle free valve. Functional testing with the mating items completely fastened resulted in no leaking. The root cause of the leak was not determined.

Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that the tubing that was connected to the patient's central line was noted to be leaking. There was no patient harm.